Event description:
While using the olympus plasma button with stone forcep to remove bladder stones prior to transurethral resection of the prostate (turp), a black plastic piece broke off of the sheath of the olympus plasma button.